Manufacturer narrative:
The device has been returned to 3m for analysis. Based on the problem description, photos provided, and testing performed, a likely cause is a heat exchanger leak in the port area. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record found no deviations that could have caused or contributed to the reported malfunction. There is a downward trend for heat exchanger leaks. 3m will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the heat exchanger port area. No injuries or medical interventions were reported due to the alleged malfunction.